Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. There were no previous repairs of the device noted in the last 12 months. The event history log was reviewed and found that the pump had a check clutch (reverse) issue. The right and left clutch, clutch spring and motor were replaced to fix the check clutch/plunger lever(reverse) error. The device passed all testing after the repairs.

Event description:
The customer returned product for device will not pass preventive maintenance, during inspection a check clutch (reverse) issue was identified. There was unknown patient involvement and unknown patient harm/adverse event reported.